Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, inappropriate hv shocks due to noise were observed. Review of the electrograms appeared to indicate the presence of electrocautery. It was confirmed that the patient had undergone surgery that day. The patient was in good condition and will continue to be followed normally.